Manufacturer narrative:
Updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. It should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Based on manufacture date of device, product tracking unavailable. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ 5/15/95: department of veterans affairs. [Signature illegible]. History and physical. Abdominal pain for one week. History of two ventral hernia repairs; last one 6 months ago with mesh. Now with increased abdominal pain for 3 weeks. Abdomen obese; surgical scar, slightly tender, no mass. Weight 242 lbs. Impression: chronic abdominal pain secondary to hernia surgery. Rule out peptic ulcer disease.¿ 6/02/95: john l. Mcclellan memorial veterans hospital. Ronal k. Mccann; nita n. Sheth. Radiology ¿ ugi with barium. Indication: abdominal pain. Impression: mild esophagitis, no evidence of gastroesophageal reflux. Fundal filling defect consistent with history of fundoplication. ¿ 6/02/95: john l. Mcclellan memorial veterans hospital. Jesse lapietra; peggy j. Reep. Radiology ¿ us abdomen. Impression: fatty liver. No cholelithiasis. Small renal calculus left kidney.¿ 7/18/95: facility ni]. [Signature ni]. Office notes. Right upper quadrant pain; probable scar tissue. Impression: scar tissue versus recurrent hernia. Follow up surgery.¿ 9/27/95: [facility ni]. [Signature ni]. Office notes. Abdominal pain in area of protruding mass; had for 1 year. Mass increased in sized. History of incisional hernia repair with mesh in 1994. Also had nissen around 1993. Large paramedian 10 x 12 cm tender ventral hernia, reducible. Abdominal binder for additional support. ¿ 11/01/95: [facility ni]. [Signature ni]. Office notes. Still complains of nausea/vomiting with intermittent diarrhea and constipation. Has right ventral abdominal hernia; trying to decide if he wants treated. States diagnosis of gallstones; questions whether it should be removed. Exam: right upper quadrant herniation. Well-healed midline scar. Impression: abdominal hernia, cholelithiasis versus somatization. Return 2 months.¿ 1/16/96: [facility ni]. Martin hauer-jensen, md. Procedure report. Preoperative diagnosis: history of gastroesophageal reflux. Postoperative diagnosis: gastritis, distal esophagitis, duodenitis, slipped nissen. Procedure: esophagogastroduodenoscopy. In october 1993, underwent nissen fundoplication. Complications: none.¿ 3/05/96: [facility ni]. Martin hauer-jensen, md. Procedure report. Preoperative diagnosis: abdominal pain. Postoperative diagnosis: antritis, duodenitis and slipped nissen fundoplication. Procedure: esophagogastroduodenoscopy with clotest. Note: followed approximately eight weeks ago with esophagogastroduodenoscopy for abdominal pain. Clotest at that time negative. Placed on omeprazole, reflux precautions, recommended weight loss. Has not lost any weight. Doing follow up esophagogastroduodenoscopy for continued abdominal pain. Complications: none. ¿ 5/01/97: [facility ni]. [Signature ni]. Office notes. Weight 261 lbs. History of two hernia operations; since then has abdominal hernia. Seen by surgery in clinic about a year ago; was for observation, now condition worsened with nausea, abdominal discomfort. Abdomen: distended, scar. Plan: surgery clinic appointment.¿ 5/07/97: [facility ni]. [Signature illegible]. Consultation. Hiatal hernia repair fall 1994, then had hernia through incision area first noted three months later and repaired march 1995. Occasional nausea, no crampy pain. Large bulge in right upper quadrant, palpable defect several cm in diameter (about 14 cm x 18 cm) and crossed midline. Impression: abdominal wall hernia/ventral hernia. Plan: schedule ventral hernia repair. Needs bowel preparation. Send for operative reports from st. Anthony¿s hospital. ¿ 6/04/97: [facility ni]. [Signature illegible]. Progress notes. Nissen fundoplication four years ago; developed incisional hernia that was repaired with mesh. Now has right upper quadrant defect that has enlarged and is tender. Plan to repair to tomorrow with marlex mesh.¿ 6/05/97: [facility ni]. Heath j. Broussard, md. Operative report. Attend surgeon: joseph c. Jensen. 1st assistant: alfred s. Marotti. Anesthetist: timothy r. Diles. Attending anesthesiologist: robert dale dalby. Anesthesia techniques: general. Tubes and drains: foley. Specimens: ventral hernia sac. Cultures: none. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Procedure performed: enterolysis ventral hernia repair with mesh. Complications: none. Preoperative note: the patient is a 42-year-old whit male who is status post nissen fundoplication after which he got a midline incisional hernia. This was repaired with mesh several years ago and he presents with complaints of a new hernia in this right lower quadrant. Our plan is ventral hernia repair of the isolated hernia on the right. Operative note: ¿after verbal consent was obtained, the patient was brought to the operating room and placed on the table in the supine position. General endotracheal anesthesia was induced. A right subcostal incision was made over the hernia and dissection taken down to the fascia and the hernia sac. The hernia sac was easily discernable adjacent to the mesh. There was good fascia lateral. The hernia sac was opened. The approximately a 4.0 x 4.0 cm defect in the remainder of the fashion was examined. It was noted that the fascia laterally was then rectus sheath and everything medial to this area was just mesh which was incorporated. The fascia extending inferiorly and superiorly along the lateral border of the mesh was virtually nonexistent. He had a hernia all the way up to his xiphoid and inferiorly past the lower margin of the mesh towards the umbilicus. Subcutaneous flaps were then made the entire extent of his hernia. The weak fascia was opened and cleaned of any underlying bowel. He had multiple adhesions of small bowel and colon. All these adhesions are lysed and the abdominal contents returned into the abdomen. At this point, there was a good clean edge medially which consisted of old mesh, which was incorporated in tissue, and the lateral border of healthy rectus abdominus muscle and fascia. There was good fascia inferiorly past the level of the inferior border of the mesh and the superior border of the defect was up at a corner between the uppermost costal margin near the xiphoid process and the old mesh. After good hemostasis was obtained, the rectus muscle and fascia was reapproximated with the old mesh. This was done with #0 maxon suture in an interrupted figure-of-eight fashion the entire length of the defect. Once the defect was closed, the subcutaneous area was irrigated copiously with saline. A large portion of marlex mesh was brought onto the field and measured for proper size and cut. #0 maxon suture was then tacked down to the fascia circumferentially around the closure. The mesh was then laid down on top of the old mesh and fascia, and tied down with the previously placed suture. The center of the mesh was further tacked down with #0 maxon suture in an interrupted fashion. Two large, flat, blake drains were then placed over the mesh. The wound again was irrigated copiously with saline, followed by closure of the wound with [sic] running subcuticular 2-0 dexon suture followed by skin staples. The patient was extubated in the operating room after a bulky 4 x 4 dressing was applied. He tolerated the procedure well and was transferred to the recovery room in good condition.¿ ¿ 6/05/97: [facility ni]. [Signature illegible]. Operative note. Findings: large defect along edge of old mesh. Estimated blood loss: 100 cc. Move to recovery room, condition stable. ¿ 6/05/97: [facility ni]. Nurse notes. Asa 2. Implant sticker. Bard marlex mesh. ¿ 6/05/97: vamc. Kang fan, md. Pathology report. Accession number: sp 97 3279. Specimen: hernia sac. Brief clinical history: 42-year-old white male with diagnosis of ventral hernia. Preoperative diagnosis: same as above. Postoperative diagnosis: ventral hernia. Gross description: the specimen is received in formalin and labeled ventral hernia sac: it consists of a rounded mass of unremarkable-appearing tan-yellow fibroadipose tissue which is partially covered by a smooth pink lining. The specimen measures 4.0 x 3.0 x 2.0 cm and is consistent with hernia sac. A representative section is submitted for microscopic examination. Microscopic examination: sections show mature adipose tissue and connective tissue components. No intestinal components or malignancy is seen. Diagnosis: soft tissue, abdomen, excision: ventral hernia sac and adipose tissue. ¿ 6/11/97: [facility ni]. Hanping liu. Discharge summary. History of right upper quadrant bump, present for about one year. Had hiatal hernia repair and _____[sic] fundoplication on 5/19/93. Several months following surgery, had an incisional hernia. Had ventral hernia repair march 1994. Doing well until last year, when noticed bump in right upper quadrant. Felt kind of sore occasionally when doing strenuous activities. Abdomen flat, obese. In right upper quadrant was a bulge, about 10 x 15 cm, soft and nontender. Hospital course: hernia repair on 6/05/97. Found defect located at edge of mesh placed at last hernia repair. Postoperative course uneventful. Resumed diet postoperative day two. No fever, white blood cell counts normal. Postoperative day six, removed drainage and staples. Wound dry, clean and intact with no sign of infection. Discharged in good condition. Return to wound clinic in two weeks.¿ 6/11/97: veterans administration. [Signature illegible]. Discharge instructions. Follow up in wound clinic in two weeks 7/01/97. No weight lifting greater than ten pounds for six weeks.¿ 7/01/97: [facility ni]. [Signature illegible]. Office notes. Presents for wound check. Denies fever/chills, regular bowel movements. Hernia site with steri-strips, [illegible] edema, no erythema or drainage. Return as needed. No lifting greater than ten pounds for six to eight weeks, use abdominal binder for four to six weeks.¿ 4/10/98: [facility ni]. Kagey. Office notes. Has had three abdominal operations for hernia repair in past few years. More discomfort in right upper quadrant and nausea recently. Exam: appears to be a defect in mid abdomen and right upper quadrant, also tender mass at lower part of rib cage. Plan: ultrasound, diet, return one month.¿ 4/22/98: [facility ni]. [Signature illegible]. Consultation. Large ventral hernia repaired in past. Exam: large hernia right upper quadrant, easily reduced. Impression: ventral hernia, esophagitis. Plan: gastroenterology consult. Further weight loss, abdominal binder, return two months.¿ 6/17/98: veterans administration. Nurse notes. Rectal pain. Has been constipated, has strained with bowel movements, problems urinating.¿ 6/24/98: [facility ni]. [Signature illegible]. Office notes. Known ventral hernia. No history of incarceration, minimal pain. Heartburn and reflux. Exam: large, easily reduced ventral hernia at right upper quadrant. Multiple scars midline and right lower quadrant transverse. Requests continued weight loss program toward goal weight prior to hernia repair.¿ 8/26/98: [facility ni]. [Signature illegible]. Office notes. Lost about 40 pounds past few months; now has minimal symptoms from hernias. Large, reducible ventral hernia right upper quadrant and left of midline; appears consistent with fascial/tissue weakness than isolated defect. Impression/plan: asymptomatic ventral hernia. Elects not to undergo operative repair at this time. Continue weight loss and primary care. Return as needed. ¿ 10/08/98: department of veterans affairs. [Signature ni]. Office notes. Weight 246 lbs. Complains of bilateral abdominal hernia. Hernia for 6-8 months. Advised to return if hernia became painful. No vomiting or diarrhea. Areas are reducible but is becoming more painful.¿ 10/19/98: [facility ni]. [Signature illegible]. Office notes. Status post nissen 1994. Complains of heartburn. Esophagogastroduodenoscopy showed duodenitis and loose wrap. Complains of abdominal hernias and nausea. Impression/plan: gastroesophageal reflux disease. Refer to surgery for hernias.¿ 11/18/98: [facility ni]. [Signature illegible]. Office notes. Abdominal mass that developed 6 months ago at right upper quadrant; pain in abdomen. Abdomen: obese, soft, question right upper quadrant abdominal wall defect. Protrusion painful on palpation. Recommend CT abdomen, follow up in 2 weeks after CT.¿ 12/11/98: john l. Mcclellan memorial veterans hospital. Ashley f. Ceola, md; teresita l. Angtuaco, md. Radiology ¿ CT abdomen/pelvis without contrast. Impression: complete diastasis of rectus muscles with large hernia containing small bowel without evidence of incarceration.¿ 12/16/98: [facility ni]. [Signature illegible]. Office notes. CT scan abdomen on 12/11/98 showed diastasis of rectus muscles and ventral hernia above umbilicus. Surgical history: hiatal hernia with ¿stomach wrap¿ 1995, ventral hernia repair 1996, right inguinal hernia repair june 1997. Impression/plan: recurrent ventral hernia. Elective repair.¿ 1/11/99: [facility ni]. Marcia mcbride, rnp. History and physical. Procedure date: 1/28/99. Diagnosis: ventral hernia. Procedure: elective ventral hernia repair. Social: ex-smoker; cigarettes 20 years ago. Surgical history: ventral hernia with mesh 1997, ventral hernia 1996, right inguinal hernia 1998. Weight 246 lbs. Abdomen: bulging right and left upper quadrant above umbilicus. Status post right inguinal hernia old [illegible] scars, obese.¿ 4/19/99: [facility ni]. [Signature illegible]. Office notes. Status post nissen fundoplication 1994. Gastroesophageal reflux disease; nissen failed. Continue proton pump inhibitor.¿ 4/19/99: central arkansas hcs. Lola t. West. Progress notes. Asked about physical complaints in past that have kept him from working; downplays them, reporting he has been exercising, lifting weights, walking and ¿I¿m getting stronger, I can now lift twenty pounds and the only way I pay is from my hernias when I try to do crunches.¿¿ 4/28/99 [assigned]: [facility ni]. [Signature illegible]. History and physical. Ventral hernias diagnosed since 1991; had two hernia repairs last 6/1997 and hiatal hernia repair in 1993. Currently has three abdominal hernias. CT showed complete diastasis of recuts muscle with large hernia. Currently complains of occasional nausea with sharp pain, increased constipation. Gastroesophageal reflux disease since 1987; still having symptoms. Scheduled for hernia repair 1/1999; canceled due to surgeon unavailable. Schedule ventral hernia redo for 9/16.¿ 7/26/99: central arkansas hcs. Arthur l. Neal, md. Office notes. Abdominal hernia repaired in past. Has been considered for additional surgery. Complains of chronic abdominal pain worsened with activity.¿ 9/01/99: [facility ni]. Nell jackson, anp-c. History and physical. Ex-smoker; one pack/day for two years, quit 1976. Gastric/duodenal ulcer 1997. Kidney stones 1996. Hiatal hernia repair 1994, incisional hernia repair 1995, abdominal hernia repair 1997. Weight 257 lbs. Small midline incisional hernia approximately 3 cm, right upper quadrant hernia approximately 8 cm, mild tenderness, left upper quadrant hernia approximately 8-9 cm, no tenderness.¿ 9/16/99: [facility ni]. [Signature illegible]. Anesthesia record. Physical status 2e.implant #1 and #2 procedure: incision hernia repair and lysis of adhesions. Implant: gore® dualmesh® biomaterial [1dlm06/p14908-077, 18 cm x 24 cm and 1dlm06/p14365-080, 18 cm x 24 cm] implant #1 and #2 date: september 16, 1999 (hospitalization september 15-19, 1999)¿ 9/16/99: central arkansas hcs. Dr. Bonwich. Operative report. Preoperative note: mr. Mankey is a 44-year-old man who had nissen fundoplication several years ago, and has had multiple incisional hernias after this procedure. He currently has three palpable defects, one in the midline, one on the left side of the midline and one on the right side of the midline in the upper abdomen, and was uncomfortable because of these and desires repair. The patient was [sic] been informed of the risks and benefits of this procedure including but not limited to the possibility of recurrence once again. He has indicated his understanding and acceptance by signing consent. Operative note: ¿the patient was placed in the supine position. The inferior abdomen was prepped and draped sterilely. A midline incision was made over the old scar, excising it in toto. This was carried down through the soft tissue into the peritoneal cavity through previously placed mesh with electrocautery. There was a significant amount of adhesions of small bowel, colon and liver to the inferior abdominal wall, and therefore, using kochers to retract the mesh of the abdominal wall upward. The adhesions were lysed with both electrocautery and metzenbaum scissors. This was done on both sides of the midline, back to the level of the edges of the old mesh, and also to where fascia could be appreciated. Adhesions were taken down both superiorly and inferiorly as well. Once this was accomplished it became evident that there would be little or no rectus muscle or superior fascia to close over the defect. Therefore, two large sheaths, 18 x 24 cm in dimension, of dual mesh were sewn together lengthwise using a gore-tex suture. These were placed in the abdominal cavity, and making small incision laterally in the abdominal cavity inferiorly, and using the reverdin needle to traverse the abdominal wall. The dual mesh was sewn into place. A gore-tex suture was placed along the edges, approximately every 3-4 cm and pulled up through the abdominal wall, tied down on the right side, and it was tacked superiorly because of it being that area. The xiphoid process was approximated as well as the costal margin. Sutures were placed laterally, and then the midline incision was closed with a running #1 novofil, and then the mesh was packed up laterally. Skin staples were used to close the skin edges of the midline incision and also using the reverdin needle. The patient tolerated the procedure without difficulty. There were no obvious complications. Dr. Jensen was present in the important parts of the case. The patient was taken to the recovery room in good condition.¿¿ 9/16/99: central arkansas hcs. Implant record. 1. Gore-tex dualmesh. Model: 1dlm06. Lot/serial number: p14908-077. Size: 18cm x 24 cm. Quantity: 1. 2. Gore-tex dualmesh. Model: 1dlm06. Lot/serial number: p14365-080. Size: 18 cm x 24 cm. Quantity: 1. ¿ 9/16/99: [facility ni]. Implant sticker. Gore-tex dualmesh biomaterial. Item number: 1dlm06. Lot number: p14908-077. Gore-tex dualmesh biomaterial. Item number: 1dlm06. Lot number: p14365-080.¿ the records confirm two gore® dualmesh® biomaterial (1dlm06/p14908-077) and (1dlm06/p14365-080) were implanted during the procedure.relevant medical information:¿ 9/17/99: central arkansas hcs. Lynn k. Tanguay; patricia scarborough, rd. Consultation. Weight 252 lbs, bmi 35. Takes metamucil regularly to help with constipation. Weight gain of 20 pounds in past 6 months. Instructed on ways to control eating to facilitate weight loss.¿ 9/19/99: central arkansas hcs. Ashley s. Bean; joseph c. Jensen. Discharge summary. Principal diagnosis: ventral hernia. 44-year-old male admitted for elective repair of ventral hernia. Noted to have three different hernias; one midline and two on either side of midline incision. Had open nissen fundoplication in 1994. In 1995, incisional hernia repaired. In 1997, had left lower quadrant abdominal hernia repair. Noticed new incisional hernias over past year; increased in size during this time. No vomiting, little nausea and constipation. Reflux stable. Tolerated procedure well, had uneventful postoperative course significant for some tachycardia. Nasogastric tube removed postoperative day three, had bowel movement, tolerating regular diet. Pain controlled on oral percocet. Discharged home. Not to lift anything over ten pounds. Follow up general surgery wound clinic in two weeks.¿ 10/05/99: [facility ni]. Nathan turney, m3. Office notes. Follow up ventral hernia repair. Had fever, chills, nausea/vomiting, abdominal cramping, diarrhea on saturday. Symptoms resolved on their own by monday. Reports serous drainage from midline incision above umbilicus. Exam: midline incision with erythema and serous exudate above umbilicus. Incision healing well. Impression/plan: well-healing midline incision. Follow up wound clinic one week. Steri-strip superior 10-15 cm of wound with packing of open wound above umbilicus.¿ 10/12/99: [facility ni]. [Signature illegible]. Office notes. Abdominal wound still not healing, has some drainage. Abdomen soft, part of wound unhealing; some purulent drainage. Impression/plan: wound infection. Wet-to-dry dressing changes daily, follow up wound clinic in a week, send wound drainage for culture.¿ 10/12/99: central arkansas hcs. Microbiology. Site/specimen: abdomen swab. Gram stain: wbc¿s. Culture results: staphylococcus coagulase negative. ¿ 10/19/99: [facility ni]. [Signature illegible]. Office notes. To clinic last week for wound infection. Reports episodes of fever/chills. Temperature running mostly around 99 degrees fahrenheit. Not a good appetite. Wound clean/dry/intact except for two locations opened last week. Upper wound 1.5 cm, serosanguineous drainage with a small amount of exudate. Lower wound 1.0 cm, no exudate, slight serosanguineous fluid. Impression/plan: status post ventral hernia repair with wound infection. Areas cleaned. Start carrasyn gel twice daily after wound cleaning. Return to clinic one week.¿ 10/26/99: central arkansas hcs. Leah d. Wood, apn. Office notes. Open abdominal wound. Has had chills but improving since surgery. No signs/symptoms of infection, no problems with appetite or bowel movement. Wound healing well, proximal wound is approximately 2 cm and annular in shape, superficial in depth. Lower wound is approximately 4 mm, annular in shape and hypertrophic. Applied silver nitrate to hypertrophic area, covered with bacitracin ointment and dry gauze. Impression: slow healing abdominal wound. Plan: continue to shower with antimicrobial soap, apply thin layer of vaseline to wounds, cover with dry gauze twice daily. Continue vitamin/mineral supplements. Wear abdominal binder at all times for additional two weeks; then may sleep without binder at night. In four weeks, slowly wean use of binder. Continue to exercise daily, increase as tolerated. Return in two weeks.¿ 11/09/99: central arkansas hcs. Tina m. Gabbard, apn. Office notes. Two areas on scar slow to heal. Using carrasyn v gel daily with moist dressing. States some drainage, nothing unusual for him. Using abdominal binder, careful about lifting. Two areas of hypertrophic tissued noted on vertical abdominal scar. Upper area slightly raised elongated 3 mm area against scar, light yellow in color. Other area of hypertrophic tissue is raised 3 mm and 3 mm round gray colored area. Better than last visit. Impression: hypertrophic tissue on slowly healing scar. Plan: used silver nitrate on two areas, placed dry 4 x 4 on areas and refastened abdominal binder. May discontinue carrasyn v gel. Ordered vitamin e capsules; pop open capsule, place substance on two areas, cover with 4 x 4 to control any drainage once a day. Continue binder for comfort. Return to wound clinic in one month. Does not want to return more often than a month because of drive. Area at proximal end of scar may scar over because it is not raised much. Area more distal may not go away. Discussed benefits of silver nitrate; might help shrink area and might not. Agreeable to plan.¿ 12/14/99: [facility ni]. [Signature illegible]. Office notes. Mild left upper quadrant tenderness last ten days which corresponds to helping lift his mother, gradually improving. Incision healing well, hypertrophic scar tissue present. No recurrent hernia visible or palpable upon valsalva. Abdomen soft, nontender, nondistended, except slight superficial tenderness to palpation in left upper quadrant. Impression/plan: healing well. Left upper quadrant pain likely due to muscle strain. Non-steroidal anti-inflammatory for symptomatic relief. Discharged from general surgery clinic. Follow up with primary care physician.¿ 12/15/99: central arkansas hcs. David pearce brown; brian l. Harlan. History and physical. Several hernia repairs: ventral, hiatal and left inguinal. Currently wearing abdomen brace because of recent ventral hernia.¿ 12/21/99: central arkansas hcs. Corey a. Tancik. Office notes. Problem: surgical wound infection. Status post ventral hernia repair in september, complicated by wound infection and slow healing. Received about three weeks of oral antibiotics in october. Wound culture grew methicillin-resistant staphylococcus aureus. Residual abdominal pain but no fever, drainage or wound breakdown. Abdomen soft, midline scar healed with fully epithelialized area where tract was present. Impression: wound healed. Plan: discharge from infectious disease clinic.¿ 2/10/00: central arkansas hcs. Bantwal baliga, md. Office notes. Status post ventral hernia repair 9/99 with wound infection, slow healing. Severe pain surrounding scar. Abdomen: obese, ventral scar healed, hyperesthesia in epigastric area.¿ 11/08/00: [facility ni]. Naveed u. Farooq. Office notes. Rectal and abdominal pain. On 6th episode of vomiting and diarrhea. Feels like a lot of pressure rectal area and abdominal pain below naval. Abdomen: left upper and lower quadrant tenderness on deep palpation. Abdominal pain possibly due to radiation from rectal pain. Gastroenterology consult.¿ 12/17/01: central arkansas hcs. Kirk a. Parry, ph.d. Consultation. Abdominal strength not measured due to surgical history. Complained of abdominal pain during lifting/pushing/pulling tasks. ¿ 8/16/02: central arkansas hcs. Neelima n. Kushwaha. Office notes. Had vocational assessment; found not to be competent to return to work. Abdomen obese, healed ventral scar.¿ 12/16/02: central arkansas hcs. Muhammad y. Shajaat. Office notes. Occasional [illegible] around ventral hernia surgery; has not observed bowel getting strangulated or hernia coming back. Abdomen: soft, obese, nontender, nondistended, negative hernia, large midline scar. Impression/plan: question of adhesions secondary to ventral hernia repair leading to above complaints. Request CT abdomen.¿ 3/21/03: central arkansas hcs. Sanjaya viswamitra, md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: large ventral hernia repair 1999; healing involved infectious course. Question adhesions, partial obstruction. Findings: previous repair of ventral hernia; mesh at site appears anterior to small focal fluid collection. Appears to be a defect in anterior abdominal wall to the right of this as well as superiorly and inferiorly. Impression: large anterior abdominal wall defect around mesh at site of previous ventral hernia repair. Herniation of small bowel through this defect with no evidence of obstruction.4/24/03: [facility ni]. Neelima n. Kushwaha. Consultation request. Continued on attachment.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on september 16, 1999 whereby two gore® dualmesh® biomaterial were implanted. The complaint alleges that on july 23, 2003, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of previous gore mesh, large defects noted on the right side and also second one inferiorly to the right and left of mesh, revision to second piece of gore mesh due to it was divided, recurrent ventral hernia defect repaired with placemen of new mesh, multiple adhesions. Additional event specific information was not provided.